Manufacturer narrative:
H10 updated: further to follow-up report #1 submitted on 22 july 2020, elekta have now received further information from the customer and an investigation was completed by conducting a thorough evaluation of the product and the reported information. From the machine logs it has been determined that mosaiq was in the process of recording the beam records when a machine error occurred. The user was presented with abnormal termination form. The beam records for these fields were lost and the site manually recorded. When this issue occurs, it is obvious to the user that the treatment was not recorded (or recorded incorrectly). With the data from the machine log, the user (with help from our product support) would be able to verify the actual treatment and the user could record manually what was treated or correct any incomplete/incorrect treatment. This issue would not lead to serious injury.

Manufacturer narrative:
An investigation was attempted by conducting an evaluation of the product and the reported information. The customer was contacted several times for data required to investigate the reported problem. All attempts to obtain additional information were unsuccessful. It was not possible to determine if a malfunction occurred with the product.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported a mosaiq error dose confirmation.